Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the device manufacturer representative regarding a patient with an implantable infusion pump. It was reported that the pump had not been in use since 2011 but a couple of months ago it started to alarm. The alarm was consistent with the critical alarm and the beeps would happen randomly 5-6 times per day. The caller attempted to interrogate the pump using a tablet and 8840 but an invalid telemetry error was displayed. Additional information was received from a company representative (rep) indicated the cause of the alarm was unknown as the rep was unable to connect to the device with the tablet or the 8840-clinician programmer. Fluoroscopy was performed and it was noted that the pump was not flipped over. It was further reported this was not bothering the patient nor causing issues. The patient did not want to have the pump surgically removed. The patient¿s weight was unknown.